Manufacturer narrative:
The check of the DHR of the trial stem involved (lot # 2014aa630) did not show any anomaly on the 3 pieces placed on the market with this lot #. No other complaint received on this lot #. Even the check of the DHR of the conical reamer guide (lot # 2014aa173) did not show any anomaly on the (B)(4) pieces manufactured with this lot#. We never received the instruments involved; no pictures of them are available and it's not clear why the coupling between the 2 instruments was loose. Therefore we cannot investigate deeply the cause of this malfunction. According to the info reported, the reaming guide might not have been successfully connected to the trial stem by the technician during surgery. This suggests a possible improper use of the instruments. No corrective actions have been planned for this specific event. Limacorporate will continue monitoring the market. This is a final report.

Event description:
During surgery, the connection between the smr trial stem (model #9013.02.211) and the conical reamer guide (model #9013.52.116) got loose. Surgeon was able to conclude the reaming successfully, with no prolonged surgical time and no consequences for the patient. Event occurred in us.